Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Ventricular pseudoaneurysm is recognized as a complication of transapical tavr; however, it can also result after the transfemoral (or any retrograde) approach. The guidewire manipulation during the transfemoral tavr procedure may cause injury to a fragile dilated left ventricular wall. This can result from some degree of ventricular perforation and may initially manifest as pericardial effusion; however, postoperative increased ventricular wall tension may propagate a wall tear and this can result in a pseudoaneurysm. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, procedural factors appear to have caused or contributed to the event. The pseudoaneurysm may have resulted from device manipulation or valve implantation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After implantation of a sapien xt valve, approximately 4 to 6 hours post procedure, CT scan revealed a small pseudoaneurysm on the aortic valve implant requiring pericardiocentesis. The patient was discharged to a rehabilitation center without residual complications. The patient died approximately 6 weeks post procedure. The cause of death is unknown and no information has been received that would indicate it was a result of valve dysfunction.